Event description:
The customer reported that the ort300 table exhibited a hydraulic fluid leak. This was observed during daily qa and there was no patient involved.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. Upon inspection, the cse revealed that one of the connections into the hydraulic fluid reservoir was slowly leaking. This was caused by a loose connection. The cse removed the connection, cleaned the threads, and a thread sealant was applied before reattaching the hydraulic lines. Afterwards, the table was tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.